Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. An evaluation of the returned device data revealed that the ICD automatically activated the safety backup mode on (B)(6) 2016, as a result of the detection of invalid memory content. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will, by design, activate the backup mode to assure the patients safety. Please note that, while in the safety program, the therapy functionality of the ICD is fully available. Based on the available data the root cause of the invalid memory content could not be determined. It cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, may have contributed to the clinical observation. The data documented that the ICD was reinitialized on (B)(6) 2016 at 16:22 and some minutes after at 16:31 the therapy functionality was deactivated using the programmer device. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the available data the root cause of the invalid memory content could not be determined. However, the presence of external influences cannot be excluded. The data documented that the ICD therapy was deactivated with the programmer device on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Device was in backup mode upon routine interrogation at follow-up. Representative claims that the device was disabled or provided a message that therapy was disabled. The device was reset, reprogrammed, and follow up performed normally. The device remains implanted.